Event description:
It was reported hospitalization or prolonged hospitalization occurred. A left atrial appendage closure (laac) procedure was being performed. A 24mm watchman flx pro closure device was successfully implanted in a patient on (B)(6) 2025. The physician reported to the bsc representative the next day, that following transesophageal echocardiography (tee) a patient experienced an esophageal perforation from the tee probe. After the laac procedure on (B)(6) 2025, the patient noted chest pain. A tte was performed, but no effusion noted. The patient was admitted overnight and sent for a computed tomography (CT) scan the following day where the esophageal perforation was discovered. The patient was transferred to another hospital and admitted for two (2) weeks. He was discharged on (B)(6) 2025 and is on an all-liquid diet for at least a month.